Event description:
During the transapical tavr procedure, a 26 mm sapien valve was positioned in a 70:30 ventricular position; however, during deployment the valve shifted and was deployed in an 80:20 ventricular position. The decision was made to deploy a second valve higher. The second valve was deployed in a 50:50 position. The patient was noted to be in stable condition after the procedure. Per report, the patient's aortic valve was moderately calcified, the aortic root was mildly calcified, the ejection fraction was 30%, the sinotubular junction (stj) measured 29 mm, the sinus of valsalva (sov) measured 33 mm, the patient had mild ventricular septal hypertrophy and mild mitral annular calcification (mac). Additionally, the image intensifier angle was good, the coaxial alignment of the delivery system and valve was fair, ventilation was held and there was no loss of pacing capture during valve deployment. The ventricular deployment was attributed to poor angiographic imaging.

Manufacturer narrative:
Per the instructions for use (IFU), device malposition requiring intervention is a known potential complication associated with the tavr procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction, minimally calcified aortic leaflets, loss of pacing capture, and movement of the delivery system by the operator. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular malposition (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment. In this case, per report, suboptimal angiographic imaging contributed to the ventricular deployment. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventative actions are required.